Event description:
The hosp reported that the pt bled 4 hrs postop and had to be taken back to the or for anastomosis repair. Another surgeon found a bleeding spot between two clips but was able to repair the anastomosis with a few stitches.

Manufacturer narrative:
The following incident was reported because the pt 4 hrs postop had to be taken back to the or for repair to the anastomosis site. The surgeon found a bleeding spot between the two clips but was able to preserve the anastomosis with a few stitches. The dr was unsure why the anastomosis did not bleed when they were first seeded the clips. Lemaitre rep stated a f/u with the surgeon will be completed for more info.